Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed because the subject device was not reprocessed properly due to leak caused by wear of air water-cylinder. The leak was caused by damage of the air water-channel. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use: detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in the following parts: air/water tube, air/water cylinder, plastic distal end cover, nozzle, objective lens adhesive, light guided lens adhesive, bending section cover, bending section cover adhesive, and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.